Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The handpiece was reported to be cracked. No other info was reported. Additional info has been requested.